Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/20/2024 additional information was requested, the following was obtained: did the needle fall into the patient? ¿ yes, in the chest cavity if yes, ¿ was the needle piece(s) retrieved during the same procedure? Yes ¿ were x-rays taken to locate the needle piece(s)? No ¿ what measures were taken to retrieve the broken piece? Unsure ¿ was there any additional tissue damage as a result of searching for the needle piece? No - does a piece of the needle remain in the patient¿s tissue? No - device return status. Please document the shipment tracking number: a box has not been sent to me to ship back product - please provide the source or name of person providing answers to follow-up questions: sasha p vega this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please confirm if the needle broke during surgery or the needle pull of from the suture during surgery: did the needle fall into the patient? If yes, was the needle piece(s) retrieved during the same procedure? Were x-rays taken to locate the needle piece(s)? What measures were taken to retrieve the broken piece? Was there any additional tissue damage as a result of searching for the needle piece? Does a piece of the needle remain in the patient¿s tissue? If yes, is there any plan in place to remove the needle piece in the future? If yes, please provide the scheduled date. What tissue structure the broken needle was located? What is the surgeon's opinion of consequences to the patient? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a cardiovascular procedure on (B)(6) 2024 and suture was used. During the procedure, the needle broke off easily. There were no adverse patient consequences. Additional information was requested.